Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6719 adaptor, implanted (B)(6) 2013; 507652 ra lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate - non sustained episodes and v-v intervals. The lead was over-sensing with noise, and exhibited a high superior vena cava (svc) impedance. The lead was confirmed to be fractured. The lead was programmed off and a life vest was applied to the patient. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.